Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as two open wounds. The irritation was underneath the lifevest in the front. There was no alleged device malfunction contributing to the irritation. Patient was seen by a wound specialist. The patient was prescribed medicated cream. Follow up indicated the irritation improved .